Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab the device passed the homechoice rite functional test and the homechoice rite electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, use error, tidal ultrafiltration removal set too low. Device met specifications relative to iipv's in the logs. A service history review revealed no previous service events were related to the reported condition. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during cycle 5. The patient's ultrafiltration reading was 1848 ml, indicating the home patient (hp) drained 1848 ml more than their programmed fill volume of 1500ml with tidal volume %= 90%. This meets baxter's iipv criteria. No patient injury or medical intervention was reported. This is report 2 of 5.